Event description:
The initial reporter questioned the results for multiple patient samples tested for ca2 calcium gen.2 (ca2) on a cobas 8000 c 702 module. The customer provided an example of the type of results being received for 1 patient sample. The initial result was 4.3 mg/dl. The repeat result was 10.2 mg/l. It is unknown if questionable results were reported outside of the laboratory. The customer declined to provide any additional information. The ca2 reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) found the cell blank nozzle was dispensing too much water which was overfilling the cells. The fse adjusted the regulator for the cell blank nozzle and the cells were no longer overflowing. The customer performed a 20-cup precision with acceptable results. Qc was acceptable. The service actions resolved the issue.